Event description:
Caller reported a minimum fill notification, which did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Customer was instructed by technical support to remove the pump from its case and clean the pneumatic tap area. A new cartridge was loaded onto the pump following proper techniques, successfully resolving the issue and allowing the caller to resume insulin use.